Event description:
On (B)(6) 2016, the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead continued to exhibit noise and low impedance. The lead was left in situ and programmed off. A new system was implanted on the right side uneventfully.

Event description:
It was reported that during routine follow-up, the atrial lead exhibited noise and high threshold. The noise was reproducible with isometric maneuvers. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Correctional information: unknown.